Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New (B)(6) record created in order to update (B)(6) (legacy system) complaint number (B)(4). Reason for original complaint - asr revision - right. Update - type of replacement, date of revision and original surgery date, added cup and head and added hospital. Taken from (B)(6) dated 24th november 2012. Type of hip replacement product: asr hip resurfacing system. Update received: 7th november 2013 - re-created to add hospital and attached document from duplicate. Please note (B)(4) was a duplicate of this dint / com but had a different 47 number incorrect 47 number was 4786864. (B)(6). Update received: 29th april 2014 - filled mapped to mw fields, added hospital: (B)(6), added surgeon: mr (B)(6) and added reason(s) for revision: alval / soft tissue reaction, pain and fluid.

Event description:
The pt has had an asr revision. Specific details regarding the report are unk.